Event description:
Pt underwent total hip arthroplasty on (B)(6) 2004. The pt had numerous dislocations and underwent a partial revision of total hip on (B)(6) 2005. The neck length was increased. The pt returned to surgery (B)(6) 2005 to evacuate a hematoma. Cultures did not yield an organism. Wound drainage continued and another hematoma was evacuated on (B)(6) 2005. Cultures grew candida albicons. Blood cultures on (B)(6) 2005 grew (in resin bottles only) (B)(6) but sensitive to vancomycin. Hip dislocated again (B)(6) 2005 and removed (B)(6) 2005.